Event description:
It was reported that pump screen went dark and would not turn on despite repeated attempts to power it on and charge it. There was no adverse impact to the customer¿s blood glucose level. Customer followed technical support instructions to try different button presses, charging steps, and reboot attempts without success, then switched to multiple daily injections as backup insulin therapy while technical support arranged shipment of replacement pump under warranty, provided storage mode and return instructions for the malfunctioning pump, and advised customer to enter pump settings and connect continuous glucose monitor to replacement device.